Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection with involvement of the cardiac resynchronization therapy defibrillator (crt-d) and leads. This was complicated by a left sided pneumothorax due to chronic pocket fistula . The patient underwent left pleural lysis of adhesions and left upper lobe wedge resection. The epicardial leads and device were explanted and the remaining transvenous leads were removed approximately one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial lead (in portions) was returned for evaluation. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.